Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the system error 322 during testing; however, review of the history log confirmed the error. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.

Event description:
It was reported that a device alarmed for system error 322 multiple times. There was no patient incident reported.